Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's pacemaker exhibited undersensing. Programming changes were made. The patient had no adverse consequences.